Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the right ventricular (rv) his bundle lead exhibited an unipolar impedance warning, high thresholds, under-sensing and loss of capture. It was also reported that the implantable pulse generator (ipg) exhibited invalid cardiac compass data. It was also reported that the right atrial (ra) lead exhibited under-sensing. The rv lead was explanted and replaced. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.